Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure and a 2.75 x 12 mm promus stent was deployed without difficulty. On (B)(6) 2011, the patient had an episode of recurrent ischemic symptoms lasting 10 minutes or more. Myocardial infarction was diagnosed. Although requested, no additional information was provided, including treatment of the myocardial infarction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There was no reported product deficiency. The reported ischemia and myocardial infarction are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.